Manufacturer narrative:
The customer¿s report of a balloon in the silicone pumping segment was confirmed and replicated. Visual inspection observed that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. A balloon/bulge was replicated on the as-received set when an IV push/flush was executed below the pump without first clamping the tubing above the injection port. Functional testing was performed; no occlusion alarms or any other issues were noted. No bulge/balloon was observed in the silicone segment when the device door was opened after infusion was completed. Additional testing of an IV push was performed first by occluding the tubing above the injection port per if2204 IV push tip sheet, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a bulge/balloon when the device door was opened. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that there was a pump segment that ballooned at the upper third section. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a pump segment that ballooned at the upper third section.